Manufacturer narrative:
Follow up #1 submitted: 09/09/2013 -animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed no ¿power on reset¿ or ¿reboot¿ conditions. On examination, there was no visible damage to the pump or battery cap. The battery cap secured properly to the pump. There was no visible moisture in the battery compartment. On testing, the pump powered on normally with no loss of power observed. A leak test revealed a crack in the upper right corner of the display area. The pump was opened for investigation and revealed moisture contamination inside the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter indicated that the patient took a bath with the pump and the pump turned off. The reporter indicated that moisture was noted behind the display screen. The reporter indicated that there was no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.